Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The front therapy electrode cable was pulled from the distribution node, and the front therapy electrode was missing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the front therapy electrode cable was pulled from the distribution node, and the front therapy electrode was missing. The root cause of the damaged cable and missing therapy electrode could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt.